Manufacturer narrative:
Complaint investigation underway and will be attached to this report. Attachment: [(B)(4) complaintinvestigationform.pdf].

Event description:
Reason for return/description of event: 4463290 unravel and bended tip.

Manufacturer narrative:
Complaint investigation underwayand will be attached to this report.

Event description:
Reason for return/description of event: 4463290 unravel and bended tip.